Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012880297 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, electrode(s)# 1, 4 was observed to be crushed/damaged. On the spiral array segment, the electrode(s)# was observed to be displaced. On the spiral array segment, inverted array was observed. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observe d along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test revealed an open loop on the electrode #1,2,3,5 wires. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire(s)# 1, 2, 3, 5 was observed to be broken. In conclusion, the reported "spiral array / array knotted" issue was not observed/reproduced with the returned catheter. The catheter failed the return product inspection due to the spiral array observed to be inverted, an electrode on the spiral array observed to be displaced, and electrode(s) on the spiral array was observed to be crushed/deformed and an electrode wire(s) in the spiral array region was observed to be broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, the catheter array appeared inverted and smaller than usual when moving from the left sided pulmonary veins to the right sided pulmonary veins. The array was recaptured without issue, but upon redeployment, the catheter did not look correct and resistance was encountered during another recapture. A knot was observed at the tip of the catheter. The knot was tighten sufficiently to allow removal of the catheter from the sheath. The catheter was replaced and the issue was resolved. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.